Event description:
It was reported that the pt side of the device warmed slowly. When the cardioplegia side is turned on the pt side looses temperature. No pt involvement. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. The device was investigated by a maquet field service technician. The technician tested the hcu 30 extensively, but could not duplicate the reported issue. The device was cleared for return to service. A supplemental medwatch will be submitted if additional info becomes available.